Event description:
It was learned from implant patient registry that a 23mm 3300tfx pericardial aortic valve was explanted after an implant duration of 6 years, 9 months due to stenosis. The patient presented with shortness of breath and dizziness. The device was replaced with a 23mm 11060a aortic valve conduit. The patient outcome was noted in recovery/ICU at the end of the procedure. Product evaluation: there was heavy calcification on all three leaflets with a tear on leaflet 1. Moderate host tissue overgrowth on leaflet 3. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of leaflet 1. Leaflet 1 had a 3mm long tear at the mid section and calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. A suture fastener and pledget remained attached to the sewing ring around commissure 2 and another pledget also remained attached around commissure 3. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b6, g3, g6, h2, h6 device code(s), and type of investigation.

Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.